Event description:
It was reported that the vertical lift column on the 8800 system would not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed and on site investigation. The ps3 power supply was replaced during the service call. The system was found to be working as intended, and put back into service.